Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that an intensive care unit nurse was trying to start therapy on an arctic sun device. They were getting low flow (02) alert. Flow rate was 1.7lpm, system hours 6600, pump hours 5800, inlet pressure was -3.3psi, circulation pump command was 100 percentage. Disconnect and reconnect pads using proper techniques. Inlet pressure had gone to -5.5psi and stayed there, the circulation pump command was 100 percentage and the flow rate was primed and stopped at that time. Confirmed these were new pads. Explained they could do further troubleshoot to determine if it was pad/device related, but they opted to try another means of hypothermia at that time instead. They would send that device to biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction - d UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intensive care unit nurse was trying to start therapy in an arctic sun device. They were getting low flow (02) alert. Flow rate was 1.7lpm, system hours 6600, pump hours 5800, inlet pressure was -3.3psi, circulation pump command was 100 percentage. Disconnect and reconnect pads using proper technique. Inlet pressure was gone to -5.5psi and stayed there, circulation pump command was 100 percentage, flow rate was primed and stopped that time. Confirmed these were new pads. Explained they could do further troubleshooting to determine if it was pad/device related, but they opted to try another meant of hypothermia at that time instead. They would send that device to biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that intensive care unit nurse was trying to start therapy in an arctic sun device. They were getting low flow (02) alert. Flow rate was 1.7lpm, system hours 6600, pump hours 5800, inlet pressure was -3.3psi, circulation pump command was 100 percentage. Disconnect and reconnect pads using proper technique. Inlet pressure was gone to -5.5psi and stayed there, circulation pump command was 100 percentage, flow rate was primed and stopped that time. Confirmed these were new pads. Explained they could do further troubleshooting to determine if it was pad/device related, but they opted to try another meant of hypothermia at that time instead. They would send that device to biomed.